Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the resolution was confirmed on-site. Issue resolved on call.

Event description:
A medtronic representative reported that, while outside of a procedure, the system displayed "system booting please wait" and would not progress past the prompt. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A software log analysis found that the reported issue was a known software anomaly. The release of the software 3.2.1 version incorporated the fix for this anomaly.

Manufacturer narrative:
Correction, additional information, device evaluation: attached with this submission is a copy of the response letter sent to the FDA on (B)(4) 2017 with regards to a FDA request for additional information that provides additional information, clarification, and findings related to this MDR.